Manufacturer narrative:
Investigation: customer returned seven (7) 31gx8mm, 0.5ml bd insulin syringes from an open polybag from lot 9280140. Consumer reported that several syringes would not draw complete dose. All seven returned syringes were examined, then tested for flow: all seven returned syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defect was observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle would not draw complete dose. This was discovered during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9280140. It was reported by spouse that several syringes would not draw complete dose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle would not draw complete dose. This was discovered during use. The following information was provided by the initial reporter: material no: 328468, batch no: 9280140. It was reported by spouse that several syringes would not draw complete dose.